Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the 31mm mosaic neo valve was fully sutured and tested prior to removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 31 mm mosaic neo valve, it was explanted and replaced with a 31 mm standard mosaic valve. The reason for the replacement was reported as moderate mitral regurgitation (mr). It was noted that during a robotic neo mosaic mitral replacement the valve would not go through rib space after being cinched and the handle removed. The blue holder was then removed and the surgeon manually cinched the valve again with the suture technique. The valve was then put through rib spacing but not without difficulty and some force. The valve appeared distorted after implant and had moderate regurgitation. The device was then explanted and replaced with excellent results. No additional adverse patient effects were reported.